Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer said that the system has no suction. Tried some troubleshooting but it wasn't working. Troubleshooting was performed and the issue was not resolved. The lot/serial number was not provided. No medical impact or injury was reported. Male wicks.